Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). This is one of two manufacturer reports being submitted for this case. The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in germany, this was a 26mm a sapien 3 ultra (s3u) tavr case by transfemoral approach. During procedure, it was not possible to bring forward the commander delivery system through the esheath due to tortuous vessels. During the insertion, the delivery system was bending and the esheath got kinked. The devices were removed completely as a whole unit without injury.  A 23mm s3u kit was used and implanted successfully. The size was changed from 26mm to 23mm due to the narrow and tortuous vessel. The patient was doing well after procedure. During product evaluation, it was observed a puncture and a liner strand on the first esheath used, the second sheath liner torn and also a liner strand was found, and first valve with two bend struts on inflow side.

Manufacturer narrative:
The sheath was returned with the delivery system partially inserted, lock at default position, and with an additional sheath. No relevant procedural imagery was provided for review by the site. Visual inspection revealed a liner tear approximately .5 inches from the distal tip to the strain relief 2 inches in length. The liner was unexpanded 2.5 inches proximal to the sheath tip. The tip was unopened and had soft tip damaged. The sheath was observed to be punctured and kinked. There was a liner strand approximately 1.75 inches in length. Dimensional inspection found the sheath liner thickness was measured and the thickness was found to be within specification at all measured locations. Due to the nature of the complaint functional testing was unable to be performed. The imagery was provided and reviewed, but it was not relevant to the complaint event. A device history records (DHR) review did not revealed any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed other similar complaints. The esheath complaint history has been reviewed and no confirmed manufacturing non-conformances were identified. A review of the complaint history from may 2019 to april 2020 revealed another returned complaint for ¿sheath shaft - resistance with delivery system, bc¿, ¿sheath shaft ¿kinked, bent¿, ¿sheath shaft ¿ punctured¿ , ¿sheath shaft ¿ liner torn¿, and ¿sheath shaft ¿ liner strand¿ for the edwards esheath (all models and sizes). The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. No potential manufacturing nonconformances that would have contributed to the complaints were identified during the investigations. The instructions for use (IFU), device preparation and the training manual were reviewed, and no deficiencies were identified. Per the IFU and training manual: ensure sheath is wet before inserting, ensure adequate vessel access. Do not use with tortuous or calcified vessels that would prevent safe entry of the sheath, insert sheath with edwards logo facing upward until sheath tip is above the renal arteries, ensure sheath and dilator remain together during insertion at all time, remove the dilator and suture sheath in place, intermittently flush sheath with heparinized saline per standard technique, correctly orient delivery system and check position before insertion, orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. Delivery system removal: completely unflex the delivery system. Ensure flex tip is still over the triple marker. Ensure balloon lock is locked. Ensure the balloon is completely deflated. Retract loader (if needed). Pull the entire delivery system through the sheath. Maintain guidewire position in the aorta. During the manufacturing process, the device was visually inspected and tested several times. All inspections are conducted on 100% of units, except on the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The complaints for sheath shaft resistance with delivery system, sheath shaft, kinked bent, sheath shaft punctured, sheath shaft liner strand, and sheath shaft liner torn were confirmed based on visual inspection of the returned device. Based on available information, no manufacturing non-conformities were able to be identified. A review of the manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported events. Based on applicable DHR review, lot history review and complaint history review, there is no evidence to support a manufacturing non-conformance contributed to the complaint. No IFU/training manual deficiencies were identified. As stated in the complaint description, the patients access vessels were tortuous. Additionally, scratches seen on the sheath shaft and damage to the distal tip suggest that calcification was present in the access vessel. Calcification and tortuosity can create sub-optimal angles that can cause non-coaxial insertion of the delivery system through the sheath. Per the training material, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification.¿ it is likely that the increased resistance resulted in excessive force to try to advance the valve. This excessive force may have caused the sheath to kink and the valve to puncture through the sheath liner. As the valve continue to advance through the torn liner, it likely cut the liner further, creating a strand. Finally, the excessive device manipulation likely led to the valve puncturing through the hdpe. Based on available information, it is possible that patient factors (calcification/tortuosity) present in the patient and procedural factors (excessive device manipulation) contributed to the reported events. The complaint events were confirmed through visual inspection of the returned device. However, no manufacturing non-conformances were identified in the returned device. No IFU/labeling/training inadequacies and no manufacturing nonconformances were identified during evaluation. The complaint occurrence rates did not exceed the control limits for the applicable trend category. The investigation did not show any evidence that an edwards defect contributed to the reported event, therefore no corrective actions are required. However, a product risk assessment has been initiated to further investigate the issues regarding push force issues on the commander with s3u configuration, as well as frame damage on the s3u as a result of increased push force.